Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "self test failed." (2) no clinical signs, symptoms or conditions. No health consequences or impact.

Manufacturer narrative:
The following was reported: "error occurred while checking before patient connection. Self-test failed. Technical event 231032. Checked and found problem in expiratory valve. Replaced the same. All tests and calibration passed in service software. Machine working fine." No patient involvement reported. Provided log files confirm the issue.